Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, their cgm displayed low and the patient felt lack of energy, tired and anxious. He did not check his bg and called the ambulance and police. He was taken to the nearest hospital by ambulance. In the emergency room, the bg was checked but the patient was unable to recall the value. The patient's glycemic state was not provided. When the patient was brought to the hospital, intravenous fluid was administered. They were discharged from the hospital 3 hours later. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.